Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage on keypad traces. No unexpected numbers ramping and scrolling on their own noted. Insulin pump was received with cracked case at display window corners, reservoir tube lip, belt clip slot and minor scratched display window.

Event description:
Customer reported that the numbers on the screen of the insulin pump started scrolling when trying to deliver a bolus. Blood glucose value was 62 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.